Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation confirmed that the distal end of the ptfe pad wore, split and the metal part was exposed. Both the probe tip and the grasping section had contact marks with each other. The probe was not broken. The manufacturing history was reviewed, with no irregularities noted. Considering the evaluation result of the device, omsc concluded that the ptfe pad wore and split since the user activated output without grasping anything (including after the tissue separated), which caused the contact between the probe and the jaw. Because the user kept outputting in its state, the contact marks were made and the reported error occurred. Based upon the finding of the evaluation, this report appears to be related to user handling.

Event description:
Olympus medical systems corp (omsc) was informed that, during an unspecified lower gastrointestinal surgery, the subject device was used and the probe damage error occurred. The procedure was completed with another thunderbeat. There was no patient injury reported.